Event description:
It was reported initially that the zimmer electric dermatome was not working. Additional info on 09/09/2009; the electric dermatome was chewing up the graft, and that the surgeon had to harvest an additional graft to complete surgery.

Manufacturer narrative:
The device was returned to the MFR for evaluation. It was found that the device was out of calibration only on the ten graft settings. Additionally, it was determined that the device motor was out of specifications, the control bar and head were damaged and the ball detent was worn. The device was repaired according to procedure and returned to the customer. The device was purchased in july 2008 and has not been returned since. It is documented in the instruction manual included with the device that "the zimmer electric dermatome should be returned every 12 months for inspection and preventative maintenance."